Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the placement of the atrial lead had been complicated and the lead dislodged multiple times during the implant and was eventually successfully implanted. A post-operative interrogation noted elevated threshold on the atrial lead. A chest x-ray revealed that both the atrial and the right ventricular leads had loss of slack. The plan was to monitor the leads. The patient returned two days after implant with complaint of diaphragmatic stimulation from the left ventricular lead and the atrial lead. Reprogramming was done. Three days later both the atrial and the right ventricular leads were repositioned and remain in use. The left ventricular lead also remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.